Manufacturer narrative:
Investigation - evaluation: a review of manufacturing instructions, quality control data, complaint history, and device history record was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record revealed one non-conformance associated with complaint lot number; 7649310. A complaint history search for similar complaints revealed this to be one of two complaints record associated with lot number. Based on the provided information a definitive root cause cannot be established at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that the ngage nitinol stone extractor basket malfunctioned during an unspecified procedure on a patient. The malfunction was described as the tip of the basket would not close after opening. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device. No additional information has been provided at this time.